Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the therapy test failed. Available information determined that this was a malfunction of the 453564489061, dfm100 therapy pca assy, which was ordered to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. This complaint investigation has been impacted by logistical limitations associated with the service parts supply chain (sps) returns process. This limitation is beyond the immediate control of the complaint handling group. No further investigation of the component is possible until the limitations are resolved. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the 453564489061, dfm100 therapy pca assy. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered the 453564489061, dfm100 therapy pca assy to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.